Event description:
It was reported via phone the cot would not latch into position and an emt strained their back while loading a (B)(6) patient into the ambulance. No medical intervention was required for the emt. The customer stated the staff did not lift the cot high enough or an obstruction such as a restraint strap had caused or contributed to the failure. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via phone the cot would not latch into position and an emt strained their back while loading a (B)(6) patient into the ambulance. No medical intervention was required for the emt. The customer stated the staff did not lift the cot high enough or an obstruction such as a restraint strap had caused or contributed to the failure. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After completion of the investigation, the level 1 root cause for the cot drop event was the base did not lock into position. Based on a conversation with the customer, a possible level 2 root cause for the base not locking could be attributed to the user not lifting the patient weight off of the height adjustment racks prior to engaging the release lever. The x-frame litter had worn slide plates which may have contributed to the cot drop event in which the user may have struggled to lift the patient weight off the height adjustment racks prior to engaging the release handle. The device was not repaired due to its age and condition.